Event description:
The physician claims that during an ascending aorta replacement procedure in 2008, the graft was bleeding/floating. It was reported, at that time, that there was no injury to the patient and that the patient was not endangered an a result of the event. Additional infor received 17oct2008: during the procedure, bleeding was observed along the length of the graft. The bleeding was stopped by wrapping with hemostatic agents (tabotamp, fibrin glue), and caused a 90 minute delay in surgery. Although a quantative amount of blood loss was not reported, it was reported that cell saver had to be used. The patient's current condition is reported as ok, and appears to have not been adversely affected by this event.

Manufacturer narrative:
Being investigated. Note: not attainable at this time. Should such info become available, it will be included in a follow-up report. Section "f" completed by MFR. Code: the device history records for the batch were reviewed. Code: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution- there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.